Event description:
It was reported that the event involved a male patient (pt.), with a relevant medical history of myocardial infarction (mi) & hemodynamic instability. He was receiving dopamine (8mcg/kg/min) & norepinephrine (2mcg/kg/min). In late 2007, md was called to insert the intra-aortic balloon (iab). Pt. Had a mi 2 days prior. Procedure began at 2130 hrs through left femoral artery by seldinger technique. Spring wire guide (swg) was passed (sheath was placed). Difficulty was experienced passing iab across sheath; it needed to be progressed 5 cm more, but they could not get it in. Md tried to push back & it did not come until swg was completely out of sheath. Insertion was tried again, but they could not even get the wire to progress. In x-ray & with contrast they saw a minimum extravasation at level of external iliac artery. Decision was made to end the procedure. A large hematoma appeared in the groin. Compression occlusion was made & the "evolution" was good.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.